Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, physical stress was likely to be the cause of the event. The following were confirmed from device inspection results. Coating on insertion section peeled off. A-rubber had a pinhole. IFU states precaution not to apply physical stress to the device. The event can be detected/prevented by following the instructions for use which state: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Distal end was discolored. There were few additional findings. Light guide lens was broken. Switch one (1) was not working due to corrosion. Waterproof failure was noted due to the broken channel tube, pinhole at bending section cover and deformed electrical connector. There was corrosion of scope circuit board, electrical connector, scope connector and control unit due to the leakage. The charge coupled device (ccd) lens was broken. Connecting tube was corrugated. Angulation in the down direction was out of standards due to the worn out angle-wire. Forceps channel port was corroded. Grip part was dirty. Universal cord was dirty. The aspiration quantity was out of standards due to the broken channel tube. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the insertion part tip of the bronchovideoscope was discolored. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with a similar device without any delay in procedure. The device was returned and an evaluation at the repair center revealed, the coating of the connecting tube was peeled off (one (1) millimeter square (mm2)or more). This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.